Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent was used during a biliary stent placement procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, the indication for stent placement was due to a 2 cm malignant stricture in the proximal common bile duct. During the procedure, the physician attempted to deploy the stent. The stent appeared to have been deployed; however, the proximal end was still inside the sheath. The partially deployed stent was pulled into the ir access catheter and removed from the patient. The procedure was completed with another wallflex biliary transhepatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown/unavailable; however, the patient was reported to be over 18 years old. (B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed and was returned. No issues were noted with the profile of the deployed stent. The outer sheath was fully retracted which would allow full deployment. No issues noted with profile of device. There were no issues in movement of the outer sheath along the shaft. The most probable root cause classification of this investigation is operational context. This is defined as a complaint that is associated with a product that meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary transhepatic stent was used during a biliary stent placement procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, the indication for stent placement was due to a 2 cm malignant stricture in the proximal common bile duct. During the procedure, the physician attempted to deploy the stent. The stent appeared to have been deployed; however, the proximal end was still inside the sheath. The partially deployed stent was pulled into the ir access catheter and removed from the patient. The procedure was completed with another wallflex biliary transhepatic stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.